Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed the sam 500p passed ¿out qat¿ from heartsine technologies on the 7th august 2019. Upon receipt, the green status led was extinguished. The fault could not be replicated after replacing q36. This would confirm the fault had been due to the failure of mosfet q36.. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
The AED blinking light too dim. There was no patient involved in this event.

Event description:
The AED blinking light too dim. There was no patient involved in this event.